Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and observed that a particulate matter was found at the welded cassette. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered in a homechoice disposable set. The pm was further described as an unknown substance in the tubing found before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.